Event description:
Patient reports she has cassettes with affected lot number: 4321040, three cassettes, expiration date unknown. Patient reported experiencing pump alarm issues, but they were able to troubleshoot on their own and maintain infusion by changing cassette. Unknown what cassette lot number/expiration date patient was using at the time of pump alarm. Patient denied any side effects. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not known. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual product available for investigation? Yes. Did we [MFR] replace the product? Yes. Reported to (B)(6) by pt/caregiver.